Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt confirmed they were still able to use equipment as expected. The reason for call was pt reported they went to use their programmer this morning and an information power on reset (por) message displayed. Ps reviewed information and pt confirmed they were able to use and sync the programmer as expected.